Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, a small hole in the scrotum, urethral sensitivity and discomfort. A surgical procedure was performed, during which it was noted that the right cylinder had perforated out of the corpora into the urethra; therefore, the existing ipp was removed, a catheter was placed, and no new components were implanted. There were no device issues and no further patient complications reported.